Event description:
Related manufacturer report number: 3006705815-2023-05829. It was reported that the patient's leads have migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 during which one of the leads were explanted. During the same surgical procedure, the other lead fractured and broke off in the epidural spaced and was left implanted [manufacturer report number: 3006705815-2023-05830].

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A scheduled revision to address lead migration was reported to abbott. In an update, it was reported surgery took place (B)(6) 2023. One of the leads was fractured and broke off in the epidural space. This lead was left in the epidural space. One lead and the ipg were explanted. Two leads were opened per physician request, but the case was aborted due to the fractured lead in the epidural space. They were not used. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section e-initial reporter: the physician's information has been updated to reflect the physician who performed the surgery.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.